Event description:
It was reported that a patient enrolled in a study, died seven months after the implant of the implantable cardiac defibrillator (ICD). The causes and circumstances are unknown. The patient was not in the study hospital at the time.

Manufacturer narrative:
The investigator of the study classified the death as not device or procedure related this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. The investigator of the study classified the death as not device or procedure related this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.